Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump suspended due to inaccurate sensor readings. The patient¿s sensor glucose was 45 mg/dl despite a blood glucose of 150 mg/dl. Troubleshooting did not occur for the sensor anomaly. The sensor was not returned for analysis.